Event description:
According to the available information the catheter was found damaged before use (tip bent and twisted) in packaging. Another catheter was used.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number. In october 2025, we received one used sample. After desinfection, sample was visually observed. One extremity of the catheter was crushed. This kind of defect can be done at packaging step. This medical device was pinch between the moulds of packaging equipment. However this product was packaged in two steps, and we cannot determined at what step did the defect occured. According to the informations known quality database was checked and revealed no anomaly in relation to the describe defect. A similar case study was performed based on ureteric catheter defect, damaged/broken over last four years: 11 similar cases were found. A rmf evaluation was performed based on criq208 - risk identified 11200b (hazardous situation: catheter cannot be used) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. The harms, severity and occurrence are within anticipated levels per the risk documentation. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information the catheter was found damaged before use (tip bent and twisted) in packaging. Another catheter was used.